Event description:
It was reported by an olympus territory manager, the patient's turbinate was being overtreated during a submucosal resection (smr) procedure using the electrosurgical generator. It was reported the output from the handpiece was high and the tissue experienced necrosis. The customer was advised to turn down the output of the device. The procedure was completed without delay, and there were no reports of a device malfunction. It was reported the device was inspected prior to the procedure, and no anomalies were found. Follow-up with the physician indicated the necrosis issue was noted at the first follow-up appointment after the procedure. The physician reported three (3) patients experienced necrosis of the head and mid-body of the inferior turbinate. There were allegedly no clinical symptoms, but the physician had a concern for long term empty nose syndrome. The tissue necrosis was treated with debridement and observation. The physician reported 2 devices were involved with the event: wa90002a, serial (B)(4), lot 1000084723. The 3 patients involved and the corresponding devices are as follows: case with patient identifier (B)(6) reports 75 year old asian male, wa90002a, case with patient identifier (B)(6) reports 75 year old asian male, wb990310, case with patient identifier (B)(6) reports 49 year old asian male, wa90002a, case with patient identifier (B)(6) reports 49 year old asian male, wb990310, case with patient identifier (B)(6) reports 52 year old white female, wa90002a, case with patient identifier (B)(6) reports 52 year old white female, wb990310.